Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the left side head tube cap is missing. He states when the left front caster wheel turns, it makes a grinding noise and will only turn approximately two rotations when the caster is off of the ground. The dealer states the right front caster wheel will turn approximately six rotations.